Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks due to oversensing of noise. Technical services (ts) analyzed device episode data and found that the inappropriate shocks most likely occurred across three separate episodes while in the primary vector. Postural testing and x-rays were advised as troubleshooting. Ts found elevated shock impedances up to 135 ohms during the shocks. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.